Event description:
It was the patient underwent an inflatable penile prosthesis (ipp) revision surgery as the device would not inflate properly. The device was explanted and observed that the reservoir was folded over. The patient outcome was reported to be fully recovered.